Event description:
It was reported that the intra-aortic balloon (iab) was inserted in the cath lab, but was not unwrapping. The tech suggested doing a manual inflation, but the md was not comfortable doing so. As a result, they removed the catheter and pulled a new one off the shelf and had no further issues. There was no report of patient complications, serious injury or death.

Manufacturer narrative:
Qn#(B)(4). Teleflex received the device for investigation. The reported complaint of iab would not inflate completely is not confirmed. The returned intra-aortic balloon catheter (iabc) bladder was fully intact with no abnormalities noted. The returned device passed visual and functional test specifications. The root cause of the complaint is undetermined. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. Teleflex assessed the risk for the reported complaint. There are no new or revised risk. This will be monitored for any developing trends.

Manufacturer narrative:
Qn# (B)(4).

Event description:
It was reported that the intra-aortic balloon (iab) was inserted in the cath lab, but was not unwrapping. The tech suggested doing a manual inflation, but the md was not comfortable doing so. As a result, they removed the catheter and pulled a new one off the shelf and had no further issues. There was no report of patient complications, serious injury or death.